Event description:
It was reported that the signal artifact monitor (sam) of the cardiac resynchronization therapy defibrillator (crt-d) recorded an episode due to sensing of noise on the atrial channel. The crt-d automatically switched the sam sense vector to the right ventricular (rv) channel. After switching vectors, a second sam episode was stored due to high out-of-range rv impedances. The minute ventilation feature was subsequently disabled by the sam. Rv lead impedance trends were otherwise normal and stable. Technical services reviewed the episodes and suggested the possibility that the patient was having a procedure or other type of evaluation at the time of the event. The crt-d remains in service and no adverse patient effects were reported.